Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the end user developed a red, intact and scaly rash under the skin barrier. The rash has persisted for approximately two years. The end user sought treatment from a dermatologist approximately at the onset. The affected area was diagnosed as psoriasis and the dermatologist prescribed protonix gel to be applied topically to the affected area. The end user allegedly utilized the protonix gel for a short time but stopped after noting no improvement. The end user was encouraged to follow-up with her physician. No further patient complications were reported.